Event description:
On (B)(6) 2014, it was reported that the patient's infusion device had come into contact with water and the patient did not think the device was delivering enough insulin after the exposure. The patient's blood glucose level was elevated and ketones were present in the patient's blood. No adverse event was reported. The infusion device and accessories were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.